Event description:
It was reported an error message occurred at start-up and printout. The programmer was replaced to complete the case. It was returned for repair and test/calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported error occurred from a record of the event in the programmer error log. It was noted to be a print error. The cooling fan was also found to be intermittently noisy.